Event description:
The customer reported via phone call that they received a button error alarm while sleeping. The customer's blood glucose was 360 mg/dl. The customer treated their blood glucose with a syringe of insulin. It was also found the customer could not activate their buttons by pressing the backlight. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.